Event description:
Philips received a complaint on the mrx device indicating there was a discharging issue. The rse evaluated the device remotely, during the communication with the biomed it was confirmed that the capacitor is defective, also it was determined that the mrx model has reached the end of service/support. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.